Event description:
As reported, when using the outback re-entry catheter, the physician used an atw "014 wire to change out a non-hydrophilic "014 wire. However, when the wire crossed the lesion, the wire kinked, and could not pass the lesion. Thus the physician took out the wire, and changed to another atw wire which successfully passed the lesion. The product was returned for evaluation and it was noted that the distal tip of the wire presented evidence of kinking and unraveling conditions at the distal end. Moreover, it was fractured at approximately 1cm from tip end the age and gender of the patient is unknown. The target lesion location was the distal superficial femoral artery. The vessel was described as moderately calcified. The outback catheter was properly prepped with proper flushing of all side ports the guidewire looked normal when taken from its packaging. The tip of the wire was not pre-shaped. There was no difficulty passing the wire through the outback catheter. It is unknown if any excessive force used to advance the wire through the cto and into the lumen of the vessel. There was no other damage to the guidewire noted. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
While attempting to cross the chronic total occlusion the atw wire kinked, and could not cross the lesion. The physician removed the wire, and changed to another atw wire and was able to successfully cross the lesion. The product was returned for evaluation and it was noted that the distal tip of the wire presented evidence of kinking and unraveling at the distal end along with a fracture at approximately 1cm from the distal tip. The catheter was properly prepped with proper flushing of all side ports the guidewire looked normal when taken from its packaging. The tip of the wire was not pre-shaped and never prolapsed. There was no difficulty passing the wire through the outback catheter. It is unknown if any excessive force used to advance the wire through the cto and into the lumen of the vessel. There was no other damage to the guidewire noted. It is unknown when the unraveling and fracture occurred. There was no excessive force used to remove the wire from the patient's vasculature. There was no reported patient injury. One non sterile guide wire sgw atw .014 str floppy 300cm was received coiled inside of a plastic bag. The distal tip presented evidence of kinking and unraveling conditions at the distal end. Moreover, it was fractured at approximately 1cm from tip end. No other visual damage was found. The unit was send to analysis in order to know the root cause for the separation. Analysis results suggest that the most likely cause for the separation could be a stretching/ pulling event owing to the conditions found. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the costumer as 'guidewire- kinked/bent-in patient' was confirmed due to product received conditions. The cause of the unraveling condition could not be conclusively determined. The time and place of these damages could not be conclusively determined, but it does not appear to be manufacturing related. Moreover, a fracture condition found on the distal tip, according to the sem results it is possible that a stretching/ pulling event could be related to the separation event. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and vessel characteristics and is not related to a product quality issue.